Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent revision for a non-depuy knee. In the revision knee arthroplasty, a tissue mass was resected. After the revision, the patient continues to have bloody drainage. A thorough I&d was performed with placement of a new insert and resorbable antibiotic placed. Hemostasis was attempted and clotting agents were applied to tissues that continued to show oozing. No patient harm occurred and no delay was noted. There were no allegations against any components, the insert was simply exchanged as a precaution. Affected side: left knee.